Manufacturer narrative:
Lumenis received report from user facility on the 06-08-2020 after the event happened on the (B)(6) 2019. During treatment, a patient sustained from a burn in the bikini line. According to the complaint lumenis received: "the energy from the light-based device unit was taken across two black star tattoos in the groin area causing blistering, pain and scaring irreversible damage ". Ga-5000000: spxay-19c-28287 was installed at the customer site on (B)(6) 2019. On the 04-24-2019 the customer reported that :" reported by (B)(6) when treating a vascular lesion the system keeps defaulting to a round spot size, which as you know we only have the square fibers on our spx right now and won't allow the system to fire." Lumenis service engineer reviewed the device and concluded that: "verified reported issue with the system, not recognizing tips and fiber. The system needs new software to correct issue. Software has not been released. Disabled tip recognition and explained to customers that the system will no longer recognize tips, checked system function is ok. The laser can be used. Will return when the software is released." On the (B)(6) 2020 lumenis service engineer visited the site and concluded that: "upgraded software to version (B)(4). Performed pm: cleaned optics, verified coolant level, verified optical alignment, verified power calibration. The system meets specifications and is ready for use". Until the (B)(6) 2020 there were no problems with the device, the service engineer upgraded the system and did corrective maintenance. No incident forms were sent to lumenis on the injury. Thus, a clinical evaluation wasn't done. The reason no incident forms were received is that this case is subject to a lawsuit and legal has advised not contacting the customer to get the incident form. While the information received to date does not confirm that a serious injury nor a malfunction occurred, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an 'abundance of caution'. Lumenis, as the importer, is reporting the adverse events which involved a serious injury. Lumenis has informed the legal manufacturer, bios, regarding this adverse event, and has sent them all the relevant information.

Event description:
A user facility reported on the 06-08-2020 regarding a safety complaint that happened on the (B)(6) 2019, a patient suffered from burn during hair removal treatment with splendor x.